Manufacturer narrative:
Two weeks later, the device was disconnected and a new system was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Once the device was removed from the pocket area, it was temporarily externally connected to a new right ventricular (rv) lead implanted through the jugular vein until the infection subsides. There were no additional adverse effects reported.